Event description:
It was reported that the customer received a software error alarm. The customer's blood glucose level was 111 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed self test. No software error alarm noted. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.